Event description:
It was reported that the device had current leakage through open seal rings. Pectoral pocket stimulation was noted. Attempts to obtain additional information were unsuccessful. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.